Manufacturer narrative:
H.6 investigation summary ¿ scope of issue: the scope of issue is only limited to facslyric 3l12c instrument usivd, part # 663518, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding carryover issues that occurred on (B)(6) 2023. Carryover poses the risk of producing erroneous results that might impact patient diagnosis and treatment. The instrument was repaired and found to be functioning as expected, and no users or patients were harmed due to this issue. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue for part # 663518. Date range from (B)(6) 2022 to date (B)(6) 2023. ¿ manufacturing device history record (DHR) review: DHR part # 663518, serial # (B)(6), file # (B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ complaint history review: there are 10 complaints related to the issue of carryover due to a mechanical problem (filtering using as reported code 1: ¿contamination ¿ carry over¿, as analyzed code 1: ¿mechanical problem identified¿) for part # 663518; date range from (B)(6) 2022 to date (B)(6) 2023. ¿ returned sample analysis: a return sample was not requested for evaluation because the replaced part is not returnable and was discarded. ¿ service history review: review of related work order #: (B)(4); case #: (B)(4) install date: (B)(6) 2020 defective part number(s): 34350807 - barbed fitt 1/16 ID tubing service (B)(4) - field service notes: o subject / reported: carry over issue o problem description: intermittent carry over issue o work performed: * performed 'sit flush" - aspirated to waste - functioning. * removed left side panel and pulled sit flush aspiration tubing out of v8 ¿ no pinched tubing. * opened sit door ¿ gently wiggled orange aspiration tubing close to barb fitting ¿ could see barb fitting had a small crack. * running using ul - certain positions of sit probe would cause barb fitting crack to open wider - sit flush failure. * replaced sit arm flush barb fitting (34350807). * ran tube of fitc beads followed by tube of pe beads alternating numerous times - no carryover > 0.05% * verified instrument performance. * ran abort count = 0.04% o cause: cracked sit flush barb fitting - creating a air leak and sit flush failure. O solution: instrument running as designed. O part(s) replaced: 34350807 - barbed fitt 1/16 ID tubing service (B)(4) ¿ escalation notes: o ((B)(6) 2023 18:26:37 gmt) continue to see carryover issues with all lyrics - 1) 95% failures due to pinched sit flush aspiration tubing in v8 2) 5% failures due to cracked sit flush aspiration barb fitting o ((B)(6) 2023 15:15:43 gmt) moving to ep-0278 ep-0278 notes: o project name: lyric sit drip/carryover o ((B)(6) 2023) product engineering team is conducting testing on new tubing/values. Results expected 1st week of march ¿ labeling / packaging review: n/a ¿ risk analysis: risk management file part # 10000063058ra, rev. 08/vers. Ab, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no o hazard ID #: (B)(6) o hazard: incorrect output for samples up to 1.5ml or less. O cause: sample carryover error - fluidic. O harmful effects: events appear in wrong tube (false positive result). O residual probability: 1 o residual severity: 3 o residual risk index: 3 ¿ potential causes: based on the investigation results, the potential cause was determined to be a cracked barbed fitting. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, the potential cause was determined to be a cracked barbed fitting. In response to the customer reporting seeing carryover on the facslyric, the fse (field service engineer) went onsite to investigate the issue. The fse examined the sit (sample injection tube) flush aspiration tubing in valve v8 and confirmed it was not obstructed. Upon opening the sit door, the fse found that the barb fitting had a small crack that would widen in certain positions of the sit probe. This crack was creating an air leak that resulted in a sit flush failure. After replacing the barb fitting (part # 34350807 - barbed fitt 1/16 ID tubing service), the fse checked the instrument for carryover by running fitc and pe beads and confirmed that the instrument was functioning as expected with no further carryover. This case is linked to an escalation project, ep-0278 - lyric sit drip/carryover, that was opened to investigate recurring issues of carryover on facslyric instruments tied to kinked pinch valve tubing and cracked sit flush aspiration barb fittings. Ep-0278 will document details of this investigation and next steps taken to resolve the issue, as well as any cases/work orders on this issue. In this complaint/case, the issue was resolved by replacing the barb fitting. This issue did cause the instrument to produce erroneous results on patient samples, which in turn caused a delay in patient treatment since the samples had to be re-tested. However, no results were reported to clinicians, and no patients were diagnosed or treated from erroneous results. No one was harmed or injured due to this issue. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-04 rev. 01/vers. A, page 169. The safety risk of this hazard has been identified to be within the acceptable level. ¿ conclusion: based on the investigation results, the complaint was confirmed and the potential cause of the customer seeing carryover was determined to be a cracked barbed fitting. The fse investigated the issue and identified that the sit flush barbed fitting had a small crack, which created an air leak resulting in a sit flush operation failure. After replacing the barbed fitting (part # 34350807) and testing the instrument, the fse confirmed that the instrument was functioning as expected without any further carryover. Further investigation into carryover issues on certain facslyric instruments due to kinked pinch valve tubing or cracked barb fitting issues will be documented in ep-0287. No patients were diagnosed or treated based on any erroneous results, and no one was harmed or injured due to this issue. The safety risk of this hazard has been identified to be within the acceptable level. Based on the investigation results, a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety. ¿ supporting document: n/a h3 other text : see h.10.

Event description:
It was reported that while using the bd facslyric¿ that there was carryover with patient samples. The following information was provided by the initial reporter: intermittent carry over issue.

Manufacturer narrative:
Common device name: flow cytometric reagents and access. Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facslyric¿ that there was carryover with patient samples. The following information was provided by the initial reporter: intermittent carry over issue.